Event description:
The device was implanted about one week prior to the explant. The physician at the hosp. Suspected a system failure and explanted the device. The explanted device will be returned for analysis.